Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during prime test due to loose drive support disk. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife was reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 120 mg/dl at the time of incident. Drive support cap was flush. The insulin pump will be returned for analysis.